Event description:
During a hip fracture procedure the surgeon was using the stepped drill with the drill stop. The drill stop dis-engaged from the drill bit and the surgeon drilled a little further than intended. The nail and blade inserted just fine and the procedure was completed with no adverse effect to the pt.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is neither implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. A device history record review has been requested.